Manufacturer narrative:
S/w version = 4.11h. Retainer ring = black. Case type = ngp. On (B)(6) 2022 the customer returned pump and alleged pump error 23, pump error 24 and missing segments/partial display. Pump passed displacement test, self test, sleep current measurement, and active current measurement. Thus was utilized and downloaded trace/history files properly. The pump history analysis confirmed the pump alarmed: power error 24 alarm, 3 times on (B)(6) 2022 starting at 21:59:00.000 and pump error 23 multiple times on (b)((6) 2022 starting at 22:48:52.000 and on (b()(6) 2022 starting at 00:25:08.000. No unexpected pump error 23 was noted during testing. Missing segments or partial display were not noted during testing. No unexpected battery alarms/alerts during testing. Unable to use the power management graph to isolate the reason pump error 24 alarm was triggered since power management graph starts on (B)(6) 2023; however the power management graph confirmed the motor processor power supply (motor vcc), main processor power supply (vcc) and main processor backup battery power supply (backup vcc) were within spec range. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, harness vibrator assembly, force sensor and motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case behind the pump at the battery compartment, cracked battery tube threads, corroded battery tube, serial number label stained, broken belt clip rails, pillowing keypad overlay, keypad overlay texture damage and missing display window cover. Power error 24 confirmed in the pump history due to moisture damage on the pcba 1. Pump error 23 was not confirmed during testing. Missing segments/partial display was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported pump error alarm and the flashing occurred 1 hour ago then had pump error alarm. Troubleshooting was performed and found the insulin pump screen was flashing. It was reported that there was no report of insulin pump screen flashing when screen was turned on after being in sleep mode. No harm requiring medical intervention was reported.  The customer will discontinue using the insulin pump and insulin pump will be returned for analysis.